Manufacturer narrative:
(B)(4). Date sent 1/16/2025. D4 batch #unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2024. Photo analysis: this is an analysis of the photos submitted for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek with product code gst60b, lot # t41l17, exp. Date: 2026-01-30. The t41l17 lot number which is not found in our quality tracking system. Additionally, there are significant differences observed between the suspect packages and the authentic packages/artwork. The lot number and expiration date on the suspect packages do not match any information in our johnson & johnson/ethicon endo-surgery systems. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the photos reviewed, the counterfeit product and the suspect diversion is confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that global brand protection latam team has performed a test purchase in mexico, in two non-authorized and suspicious sellers.